Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. Reportedly, the pump supplies were changed to address the issue. The customer changes the sites every 3-4 days. Tandem technical support advised the customer that using the sites should be used for 2-3 days. During troubleshooting with tandem technical support, it was discovered that the current vial of insulin may have been causing the alarm occlusions. Tandem technical support advised the customer to discard the current vial of insulin.